Event description:
Hmsc reported episode showing far field noise indicating possible dislodgement. Lead trends show sudden drop in sensing. Advised further lead evaluation. Lead currently remains implanted.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.